Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor came off quicker due to an adhesive issue. The tape that comes with the sensor, the customer stated, did not seem to last. The customer's blood glucose value was 135 mg/dl. Nothing further was reported.